Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported that they were charging their implant more frequently and the controller would shut off in the middle of the charge. Patient stated that they would sit there for about an hour and they would go to take the controller off and it would be at 10% or dead so they would have to reset the controller. Patient noted that the last time they saw a manufacturer representative (rep) was this summer to reprogram the implant and they put the implant on intermittent so they wouldn't have to charge the implant as often but they were still charging the implant more. The issue began 2 days ago. Agent instructed patient to check for visible damage; patient confirmed no visible damage to the recharger, controller compartment pins, controller port and libattery pack pins. Agent had patient reset the controller with ac pow ER supply; patient confirmed controller powered on and a green blinking light was above the screen. Controller showed 100% and implant 70%. Agent instructed patient to start a charge session; implant was recharging with excellent quality. Patient confirmed recharging speed level is at 4. The issue was not resolved. A request was sent to repair to replace the controller. No symptoms were reported.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and repeated previously documented event. Patient said that they got the replacement controller, but the screen asked them to set it up. Agent had patient reset the controller and walked patient through pairing process. When patient connected the recharger to the controller, they got an error message 'unfamiliar device found. Would you like to recharge it? Agent had patient charge the implant and patient confirmed that the controller battery was 100% while the implant was recharging red with excellent quality. Agent advised patient to charge the implant to 100% and call back if they need further assistance with the set-up process.